Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2346671. All inspection performed per the applicable operations qc specification.

Event description:
It was reported that 2 boxes of the relion insulin syringe'a had foreign matter. The following was received by the initial reporter: consumer reported found from the past 2 boxes a liquid coming out of the needle when moving the plunger.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 boxes of the relion insulin syringe'a had foreign matter. The following was received by the initial reporter: consumer reported found from the past 2 boxes a liquid coming out of the needle when moving the plunger.